Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thyroid procedure, the cautery tip produced a small flame caused by arcing and sparking. Surgeon removed cautery pencil and extinguished the flame by ¿dunking it in saline¿ that was readily available. Another generator was brought into room to finish case successfully. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.